Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system was selected for use. Transseptal access was achieved and heparin was administered. The access system was advanced through the intra-atrial septum without incident. The patient's activated clotting time (act) reading was 290 after heparin administration. Upon transesophageal echocardiogram (tee) imaging, it was noted that a potential thrombus was present across the intra-atrial septum and in the left atrium. The access system was pulled back into the right atrium and then removed from the patient without difficulty. Prior to removal of tee probe, the potential thrombus was no longer present. The anesthesiologist proceeded to wake the patient up and perform an assessment. No neurological deficits noted per anesthesiologist. No closure device was opened/used during this procedure. No intervention was required for the thrombus that was seen. The patient was discharged home and is doing well.